Event description:
Olympus was informed that the subject device started smoking after the procedure cart was disconnected from the wall outlet. The user facility reported that there was no patient involvement. There was no patient or user injury reported.

Manufacturer narrative:
The subject device referenced in this report is being returned to olympus for evaluation. If additional information becomes available later, a supplemental report will be submitted.